Event description:
Atrial fibrillation ablation and watchman implant. Post op a bedside ultrasound was performed showing a large pericardial effusion, so the patient was transported emergently to the cath lab for a pericardial drain. Due to ongoing bleeding with the drain in place, the patient was then taken urgently to the or for exploration. In the or they found that a hook of the watchman device protruded through the atrial appendage wall. They removed the watchman device and sent it to pathology.